Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of the case logs revealed long periods of instability in the system before the user performed a navigated excelsius3d spin which can result in inaccurate navigation. Instability occurs when navigation is not ready due to unstable tracking and is likely due to motion between excelsius3d, drb, and camera. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively.